Manufacturer narrative:
The returned coil was undamaged at the proximal and mid-sections. The coil has been buckled at the distal section and not the delivery sheath. The coil buckling made the sheath appear to have been buckled to the end user. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the coils resistance during advancing and the introducer sheath appearing to be ¿kinked¿ most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which damaged the coil with compression and made the introducer sheath ¿kink¿ at the same section. In this condition resistance will be encountered during coil advancement. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that when opening the micrusphere (csp10060030/c32031) package during coil embolization of an unruptured 6mm basilar tip aneurysm the tip of the delivery sheath on the micrusphere coil delivery system appeared to be kinked. After placing the excelsior sl-10 microcatheter (details unknown) into the aneurysm the doctor decided to use the complaint device. After taking the coil out of the package the doctor noticed that the tip of the delivery sheath appeared to be kinked. He tried to deliver the coil into the microcatheter, but noticed a slight "drag" meaning there was too much resistance while advancing. He decided not to use that coil and asked for new one of that size. The new coil (details unknown) and subsequent coils (details unknown) were placed without issue. There was no significant clinical delay due to the issue. Failure analysis noted that the coil was buckled/kinked at the distal end.